Event description:
It was reported that the atrial lead exhibited high thresholds and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 15.1 cm to 15.5 cm and 19.5 cm to 20.3 cm and one filar of the outer coil was separated at 19.7 cm from the connector pin. The lead abrasion is consistent with that produced by friction to another device.